Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11d12038, h11f20093 h11h09050, h11h24083 , and h11j07085 and no exceptions were observed that were related to the reported condition. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis with in a patient coincident with dianeal pd2 ultrabag therapy. During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized the same day. Treatment was not reported. The nurse suspected a break in aseptic technique was the cause of the peritonitis. The patient was recovering from peritonitis. Dianeal therapy was ongoing. Per the nurse, the peritonitis was not related to dianeal therapy.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.